Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc guessed by the cut on the ultrasound probe unit that the reported event was caused by the external stress such as hitting a sharp object. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Deep cut on the ultrasound probe unit was noted. There was no report of patient injury associated with this event.